Manufacturer narrative:
Original 3500a submission should have included the following information: on 08/03/2014, the reporter contacted lifescan USA, alleging that the ok button on their onetouch ultralink button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging other settings issue - meter frozen on settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.